Event description:
It was reported by service report that the brakes could not be engaged on either side due to jammed pedals. There was no pt involvement or adverse consequences to report.

Manufacturer narrative:
Result: faulty brake crank assembly.